Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was asleep and found unconscious by his wife. The patient¿s cgm was reading 230 mg/dl, and the bg meter was reading 36 mg/dl. The patient was wearing an omnipod insulin pump, which delivered the patient insulin for the cgm value of 230 mg/dl when it was not needed (due to the high bias inaccuracy). Emergency medical service (ems) was called. Once ems arrived, the patient was treated with an unspecified IV treatment and the patient¿s ¿symptoms subsided.¿ a bg meter reading was taken by ems, but the patient did not obtain the result. Ems stayed with the patient for approximately one hour before leaving. The patient recovered and remained at home. The patient was ¿fine and okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.